Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: checked in with discomfort, possibly related to a recent crown placed on a molar. Clinical review: end of treatment and backtracking were noted. Information regarding the recent dental work was requested, along with compliance details. The next case involves a potential re-entry for further assessment. No further documentation or response from the patient regarding the complaint has been received. This record has been forwarded for clinical review to determine if the dental work was related to or impacted by the aligner therapy.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.